Event description:
It was reported the patient received an alert for high, out of range high voltage lead impedance. The device was explanted and replaced. The patient was well following the procedure.

Manufacturer narrative:
The reported field event of an alert for high, out of range, hv lead impedance was confirmed in the laboratory. The device was tested on the bench and a damaged transistor was noted. The root cause of the field event was a damaged transistor on the hybrid.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.